Event description:
Customer informed service that the hcu 30 system had a blank screen at power on. Observed problem and replaced the operating panel display assembly. Tested system to factory specs. While testing the system, it would not make ice properly. It was determined the ice sensor was defective. This is the only info we have right now. Reference: (B)(4).

Manufacturer narrative:
(B)(4). This report was issued due to a malfunction of a life-sustaining device. Return of the device is pending. A supplemental medwatch will be submitted if new info becomes available.